Event description:
It was reported that the burr became stuck on the rotawire. A 1.50mm rotalink and a rotawire were selected to be used for an angioplasty procedure. The rotapro was prepped and platformed at 160000rpm outside the patient,then advanced over the wire. During procedure, there was significant resistance between the burr and rotawire during advancement so that at a point the physician was unable to advance the burr on the wire towards the lesion. Then, the rotawire got stuck in the rotalink burr. The rotapro and the rotawire were removed together as one unit from the patient. The procedure completed successfully with another 1.50 mm burr and rotawire devices. There were no patient complications and the patient was good condition post procedure.